Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient claimed cgm readings were both higher and lower than blood glucose readings. No sample readings were provided. The patient reported no use of acetaminophen at the time. The patient also reported insertion in the arm. The device is not indicated for insertion in arm.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.